Manufacturer narrative:
Any packaging non-conformance that results in a breach of the sterile package, has the potential to result in a serious infection. In this case, there was no patient contact and no report of patient injury. The device was not received for evaluation at this time. The root cause is pending the investigation. A supplemental report will be submitted upon receipt of new information. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported, this ring model 5200m30 was received with the inner and out packaging glued to each other. When the outer packaging was opened, the inner packaging was exposed causing loss of sterility. The device will returned for evaluation.

Manufacturer narrative:
H11. Corrected data: supplemental report submitted to correct the product evaluation verbiage. Customer report of "double packaging glued to each other" could not be confirmed. As received, the shelf box tamper seal was still intact and shelf box had been opened from the side paneling. The printing of the ring's outer packaging tray lid was found partially illegible. The ring size and serial number information were illegible. Both the outer and inner packaging trays had lids that were partially opened at the same lower left corner. As received, the two packaging tray lids were not glued to each other. No visible damage was observed on the outer surface of the inner tray lid nor the inside surface of the outer tray lid. No other visible inconsistencies were observed to the returned device and packaging. Photos provided showed the inside of the outer tray lid and the outside of the inner tray lid are touching.

Manufacturer narrative:
H10. Additional manufacturer narrative: customer report of "double packaging glued to each other" could not be confirmed. As received, the shelf box tamper seal was still intact and shelf box had been torn open from the side paneling. The printing of the ring's outer packaging tray lid was found partially removed and illegible. The ring size and serial number information were illegible. Both the outer and inner packaging trays had lids that were torn partially open at the same lower left corner. As received, the two packaging tray lids were not stuck nor glued to each other. No other visible inconsistencies were observed to the returned device and packaging. Photos provided were not consistent with lab findings; packaging tray lids appeared to be stuck together in provided photos. Based on the available information, the root cause of the reported event remains indeterminable and the event was not confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.